Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" alarm issue was reported while wearing the abbott diabetes care (adc) device and as a result, the customer was unable to obtain and manage their glucose levels as well stating that the glucose alarm did not sound. Furthermore, due to the adc device issue, the customer experienced symptoms described as "high blood glucose" and was able to self-treat with nutella, fruit juice, and sweets provided by a non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.